Manufacturer narrative:
The events of ¿hordeolum¿ and ¿acute upper respiratory infection¿ (not device related) are considered unexpected adverse drug experiences. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded.

Event description:
Healthcare professional a clinical subject was injected in the chin with juvéderm® volux¿. Ten days later, patient experienced ¿hordeolum,¿ deemed not device related. Event resolved. Three months post-injection, patient experienced conjunctivitis, deemed not device related. Event resolved. Approximately a little less than a month later, patient developed acute upper respiratory infection, deemed not related to the device. Patient was treated with ¿sodium hyaluronate eye drops 0.80mg¿ ¿montelukast sodium tablets 10mg¿ and ¿cefaclor dry suspension 0.25g." Event has resolved.